Manufacturer narrative:
(B)(4). Concomitant medical products: unknown; unknown stem, unknown, 00875101136, liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, 61724095 , 00875705402, shell with multi holes porous 54 mm o.d. Size jj for use with jj liners, 61576630. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03206. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [discarded]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to dislocation and pain. Stem and head were revised with competitor products. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. X-ray review states that radio graphically, the system appears normal. No periprosthetic lucency or other abnormality can be seen. The bones are well mineralized and no areas of osteopenia or fracture/dislocation can be seen. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.